Manufacturer narrative:
Manufacturer¿s investigation conclusion the reported event of a backup battery fault alarm could not be confirmed through this evaluation. Additional information received on 27oct2020 indicated the backup battery fault alarm reactivated after the connection was resettled. The backup battery was exchanged due to the alarm. The additional information did not indicate the backup battery will be returning for an evaluation. All available information for conducting this investigation was collected and no additional follow-up attempts will be performed. To date, the system controller (serial # (B)(6)) or the 11v backup battery (serial # (B)(6)) associated with the event was unavailable for an evaluation. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. System controller (serial # (B)(6)) was shipped to the customer on 22jan2019. According to the device history record, the 11v backup battery (serial # (B)(6)) was shipped with the system controller. The complaint file will close accordingly and will be reopened if additional pertinent information is received.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that on 07aug2020, the patient's system controller had an internal battery fault alarm that was observed. The ebb (external backup battery) was resettled, alarmed again and ebb was exchanged. The controller was exchanged on 27oct2020. No additional information was provided.